Manufacturer narrative:
H.6. Investigation summary: 45 samples and 1 photo were returned by the customer in support of this complaint from catalog 367856, lot number 3016625. The photo was evaluated and shows a logo, the photo does not show the customer¿s failure mode. The 45 samples were inspected for damage with 0 visible defects. A draw test was performed at the manufacturing site on 10 sample tubes. The tubes were within specification limits with no issues observed with the stopper function. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits with no issues observed with the stopper function. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional/corrected information: d.1. Device available for eval: yes. D.1. Returned to manufacturer on: 01-dec-2023.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube has been found with the stopper popping out of the tube after use. No patient impact was reported. The following has been provided by the initial reporter: there is no open cap on the blood drawing test tube. After the blood is collected by vacuum suction, it is sent to the laboratory by air delivery. The test tube bursts open during the air delivery process, causing the blood sample to flow out.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube has been found with the stopper popping out of the tube after use. No patient impact was reported. The following has been provided by the initial reporter: there is no open cap on the blood drawing test tube. After the blood is collected by vacuum suction, it is sent to the laboratory by air delivery. The test tube bursts open during the air delivery process, causing the blood sample to flow out.